Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data will not be analyzed as signal loss for one hour or less is within specification. Confirmation of the allegation was not determined. No root cause analysis was performed as signal loss was within specification.